Manufacturer narrative:
Clinical interface (interface mount on the clinac) / conical collimator mount damage leads to incorrect isocenter alignment. Incorrect isocenter alignment may go undetected if the user does not perform winston-lutz test prior to every srs treatment. No misadministration occurred in this case. However, the magnitude of error is in range of maximum 2-3 mm off target treatment. This would result in unintended high dose to normal tissue and critical structures. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. Further actions will be addressed in varian's CAPA process. No follow-up reports are anticipated.

Event description:
The customer did a winston lutz test on their trilogy and his results indicated a 0.80mm error. The tolerance is 0.75mm. He was not confident the error was being introduced from the front pointer or cone alignment. He said he has noticed the error increasing over time (last couple of weeks). The customer said they are using their own in-house analysis system and a couch mount they designed and implemented. The customer also measured the run-out of the cone and got a reading of 0.2mm in the y direction. The customer was not confident that the front pointer had not been bumped recently and is now misaligned. No serious injury to the patient was reported, as the user observed this issue prior to treatment. No further patient information was provided.